Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose was 40 mg/dl. Troubleshooting was performed. The customer stated that she had a diabetic seizure and paramedics were called and transported her to the hospital. The customer was treated with a glucose in an IV. Programming, basals, bolus, daily totals, and alarm history in the insulin pump were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.